Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the noisy image occurred due to a plug unit failure. Additionally, the burn mark on the distal end and foreign material occurred due to deformation of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image, a burn mark on the distal end, and foreign material on the insertion tube. There was no patient involvement.